Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00104. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The maj-2315 package was thrown away. The lot number was unknown however, the customer placed two orders for the maj-2315. Lot numbers h4221 and h4903. This report is related to patient identifier (B)(6).

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover fell off of the scope and into the adult male's stomach. The distal end cover was removed using an esophagogastroduodenoscopy (egd) scope. The procedure was completed with the same device, and no further harm to the patient was reported.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information received from the customer.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is (B)(4) depending on the lot number used.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. Updated fields: h2, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.